Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet after announcing a meal as ¿breakfast¿ and a subsequent dessert as a second ¿breakfast,¿ with a recorded blood glucose of 388 mg/dl a few hours post-meal. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included review of outcome reports and a plan to check engineering logs. Investigation of this case revealed no device malfunction identified at the time of review and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.